Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading the cartridge with insulin, cartridge septum material was observed in the syringe. Customer change the syringe/needle to complete the loading process. Customer's blood glucose was 304 mg/dl.